Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that cta, ctv, t1wi, t2wi and mra were stealth merged. Only cta and t1wi were displayed on the 2d screen and the product was used. The error message "low system memory" was displayed twice on the navigate mode but because the system was responsive, the product was used continuously.